Manufacturer narrative:
(B)(4). Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with no apparent damage and with a fully fired ecr60b reload loaded on the device and one ecr60b reload(b) present. The reload(b) was received partially fired 1/4, with the pan detached from the reload and with 16 drivers missing, making the reload non-functional. In addition, the reload body was also damaged. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The partially fired of reload(b) is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 828a84, and no non-conformances were identified.

Event description:
It was reported that during the surgery, could not fire. Changed to another one to continue the surgery, the same problem happened again. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.